Event description:
It was reported that a patient who was already in the hospital for hf and copd had an EKG strip that showed three instances of undersensed pvcs. The pvcs were observed to be coinciding with atrial pacing events which resulted in blanking of the pvcs. Reprogramming was recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.